Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. A 3.0x15mm nc trek balloon dilatation catheter was being used for post-dilatation; however, the balloon ruptured at nominal pressure during the fourth inflation. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.